Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that their son experienced high blood glucose of 440mg/dl which was treated with insulin pump. Customer¿s current blood glucose of 149mg/dl. Customer¿s parent states that son¿s sensor failed and received multiple lost sensor alerts as well as change sensor. Products will not be return for analysis.